Event description:
Lesions were located in the mid lcx and mid lad. One endeavor drug-eluting stent was implanted in the mid lcx and one bare metal stent (brand name unknown) was implanted at the mid lad. Pt was asymptomatic at 30 day and 6 month follow up. Pt displayed stable angina at 12 month follow up. Sixteen months post stent implant it is reported that the pt suffered a q-wave mi, location inferior. The investigator has indicated that the event was not related to the endeavor drug-eluting stent. The ECG was repeated. Pt was asymptomatic at 24 month follow up. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Eval codes, results: (myocardial infarction).